Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's history is notable for loss of power and speed drops. Clinician attributed loss of power to patient cable. Speed drops are unexplained. Log file review over the interval from (B)(6) 2020 found 31 pump stops and 75 low speed/low flow events between (B)(6) 2020. There was no evidence to suggest a problem with the patient cable. There was potential for issues with the percutaneous lead. Fluoroscopy images did not show shield breakdown but did show a bend below the internal driveline. A repair was scheduled for (B)(6) 2020. Log file review of files from (B)(6) 2020 revealed a pump stop on (B)(6) 2020 while patient was on battery power and not grounded cable. Further pump stop events were recorded on (B)(6) 2020. Short to shield issue progressed to phase to phase short. Two or more wires with insulation damage are causing these pump stops. Tech services was onsite (B)(6) 2020 for a driveline repair. Patient did not look well and felt clammy. Urgent CT of the abdomen revealed active bleeding from a hemangioma. Patient was treated for active bleeding from hemangioma with 8 coils placed and anticoagulant was held. Patient received 2 units of packed red blood cells (prbcs). Hospital is monitoring hemoglobin and hematocrit. Driveline repair was postponed until further notice.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stoppages and speed drops were confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the pump stoppages and hazard alarms that occurred while the patient was supported by the power module and battery power could be indicative of driveline damage. Additionally, a specific cause for the reported bleeding as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii lvas IFU also lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
The patient had multiple pump stops. The account believed that the pump stops only occurred on power module. The account scheduled a driveline repair. The engineers were standing outside the patient's room when the patient became diaphoretic and gray due to a retroperitoneal hematoma. The patient's transplant status was elevated. The patient was transplanted on (B)(6) 2020. The pump did not operate as expected as there were pump stops. The pump was destroyed due to length of time that had passed since transplant. Pump could not be obtained.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stoppages and speed drops were confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the pump stoppages and hazard alarms that occurred while the patient was supported by the power module and battery power could be indicative of driveline damage. Additionally, a specific cause for the reported bleeding as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The submitted log files contained data from 14feb2020 22feb2020. The log files captured multiple pump stoppage events from 15feb2020 through 16feb2020 and on 20feb2020 with corresponding hazard alarms for low speed and low flow while the system was supported by the power module and battery power. No other atypical alarms or events were noted. The actual speed remained above the low speed limit for the remainder of the log file data and the pump appeared to be functioning as intended. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii lvas IFU also lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing this event.